Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event.

Event description:
Procedure performed: bariatric surgery. Event description: complaint 1 of 2: (B)(4).(MFR report # 2027111-2023-00530) complaint 2 of 2: (B)(4).MFR report # 2027111-2023-00531) information received from applied medical representative via phone 15may23: during bariatric surgery procedure a component (septum) of the seal fell inside the patient during insertion of the gastric band. This is the second time that this type of incident occurred. First occurrence of this event has not been declared by the hospital. Information received from applied medical representative via email 17may23: no more information regarding the first case (B)(4). Patient status: no patient injury has been reported.

Event description:
Procedure performed: bariatric surgery. Event description: complaint 1 of 2: (B)(4). Complaint 2 of 2: (B)(4). Information received from applied medical representative via phone 15may23: during bariatric surgery procedure a component (septum) of the seal fell inside the patient during insertion of the gastric band. This is the second time that this type of incident occurred. First occurrence of this event has not been declared by the hospital. Information received from applied medical representative via email 17may23: no more information regarding the first case ((B)(4)). Patient status: no patient injury has been reported.

Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.